Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed a black screen and it was found to power on to a blank screen. It was further noted that the stylus pulled apart from its tip. Corrosion was noted within the programmer which only affected the power supply and the programmer showed no signs of power issues. The power supply was replaced as preventative action. It was further noted that handles on upper and lower casing, right hand display latch hasp and tabs on power cord bay were broken. The upper hinge plate was noted to be cracked, lower display hinges noted to be worn, system fan noted to be noisy and power cord was found to be missing. The hard drive was upgraded and software reloaded. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.